Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on may 2010 and performed to specification up to the 6th october 2013. On the 13th october 2013 the device failed a weekly auto self-test due to a low battery. On the 14th october 2013 the device was manually powered up and failed a self-test due to a low battery. Later on the 14th october 2013 a new pad-pak was installed, with the device passing a self-test. Multiple manual power ups, mainly of ten minutes duration where observed, between the 9th april 2015 and the final history log entry on the 13th july 2015. During this time the pad-pak became depleted and a new pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.